Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2014, bilateral salpingectomy, hysterectomy with bilateral salpingectomy,diagnostic laparoscopy and surgery (hysteroscopy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff saw her physician due to complications from the essure device. Physician performed a hysteroscopy to remove the essure device due to complications. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia and did not have hsg performed following insertion of essure micro-inserts nos added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and menstrual disorder ("abnormal menstruation") in a 26-year-old female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included latex allergy. Concurrent conditions included tobacco user. Concomitant products included (), nsaid's, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 20 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6)2014,bilateral salpingectomy, hysterectomy with bilateral salpingectomy,diagnostic laparoscopy and hysteroscopy to remove the essure). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6)2014, plaintiff saw her physician due to complications from the essure device. Physician performed a hysteroscopy to remove the essure device due to complications. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: per plaintiff fact sheet event: dysmenorrhea (cramping) was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included latex allergy. Concurrent conditions included tobacco user. Concomitant products included mastisol /00303501/ and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2014,bilateral salpingectomy, hysterectomy with bilateral salpingectomy,diagnostic laparoscopy) and surgery (hysteroscopy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff saw her physician due to complications from the essure device. Physician performed a hysteroscopy to remove the essure device due to complications. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Event abnormal uterine bleeding was added. Concomitant, historical drugs & conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included latex allergy. Concurrent conditions included tobacco user. Concomitant products included mastisol /00303501/ and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2014,bilateral salpingectomy, hysterectomy with bilateral salpingectomy,diagnostic laparoscopy) and surgery (hysteroscopy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff saw her physician due to complications from the essure device. Physician performed a hysteroscopy to remove the essure device due to complications. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: received quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included latex allergy. Concurrent conditions included tobacco user. Concomitant products included mastisol /00303501/ and oral contraceptive nos. On (B)(6). 2012, the patient had essure inserted. In (B)(6).2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (19mar2014,bilateral salpingectomy, hysterectomy with bilateral salpingectomy,diagnostic laparoscopy) and surgery (hysteroscopy to remove the essure). Essure was removed on 19-mar-2014. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on or about 19-mar-2014, plaintiff saw her physician due to complications from the essure device. Physician performed a hysteroscopy to remove the essure device due to complications. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: plaintiff fact sheet received: depression and mental anguish event was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation") in a female patient who received essure for contraception. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysteroscopy to remove the essure) and surgery (hysteroscopy to remove the essure). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff saw her physician due to complications from the essure device. Physician performed a hysteroscopy to remove the essure device due to complications. Company causality comment this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain and abnormal menstruation. On unknown date, a hysteroscopy to remove essure device was performed. The events, seen and pelvic pain and menstrual disorder, are anticipated in essure's reference safety information. Pelvic pain and menstrual disorder (changes in bleeding pattern, dysmenorrhea) may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included latex allergy. Concurrent conditions included tobacco user. Concomitant products included essure, nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 20 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery ((B)(6) 2014,bilateral salpingectomy, hysterectomy with bilateral salpingectomy,diagnostic laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the uterine haemorrhage, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff saw her physician due to complications from the essure device. Physician performed a hysteroscopy to remove the essure device due to complications. Patient received treatment for pain, bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced severe pelvic pain and abnormal menstruation. On unknown date, a hysteroscopy to remove essure device was performed. The events, seen and pelvic pain and menstrual disorder, are anticipated in essure's reference safety information. Pelvic pain and menstrual disorder (changes in bleeding pattern, dysmenorrhea) may occur within consumers under essure use. Based on a positive temporal relationship and the lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident due to the surgical procedure required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.